Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
It was reported that the patient¿s pump broke inside of the patient and they attempted to reassemble it but it never worked properly and the pump system was deactivated. The system was not explanted as ¿they considered her a problem patient and did not want to mess with her.¿ as of recent, the patient had been complaining for months that she had back pain. The patient reportedly had a stroke on (B)(6) 2013 and needed a magnetic resonance imaging (MRI) scan. It was not provided what medication this device system delivered. Additional information has been requested, but was not available as of the date of this report